Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that their wrists burn when the implantable cardiac defibrillator (ICD) is programmed on and when the ICD is on "stand by" their wrists do not burn. Follow up information was attempted, however, it was unable to be obtained. The patient noted that the ICD was reprogrammed. The ICD remains in use. No further patient complications have been reported as a result of this event.